Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. A review of xray images confirm the reported event. It is unknown if fluoroscopy was used at the time of event. Labeling review: "...under a/p fluoroscopy, the trial is gently impacted into the disc space until centered to determine the desired implant size (fig. 55). Proper anterior/posterior position is verified using lateral fluoroscopy (fig. 56). If satisfied with placement and fit of the trial, surgeon can remove the trial from the disc space. The slap hammer can be used, if necessary, to facilitate trial removal...".

Event description:
A patient underwent posterior spinal fusion at l4-5 levels. As per reporter during insertion of the cage, the cage moved toward the front of the vertebral body. Three months post index surgery, it was noticed cage advanced further forward. The patient is currently asymptomatic and no revision procedure has been planned. No patient injury has been reported.